Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 580 mg/dl at the time of the event. Troubleshooting was performed and the insulin pump was programmed correctly. The self and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.